Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported the self-adhesive on his insulin infusion set is not adhering properly. He stated he uses adhesive dressings. The patient was educated on using the sandwich technique to apply the infusion headset and a different adhesive dressing was sent. Repeated further attempts to contact the patient were unsuccessful. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.